Event description:
On (B)(6) 2012, a (B)(6) male pt with hcv underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The access vessel was bigger than the delivery system as approx 8 mm. No problematic calcification, nor tortuous anatomy were confirmed. The procedure was performed as labeled. From the right side, the physician advanced the delivery system to the common iliac artery without problem, but strong resistance was met by the time the delivery system entered to the aorta. The image showed the tip of the system pushed whole aaa upward. So he changed to insert the system from the left but it still would not advance. Changing the wire guide to a lunderquist or pull through technique did not solve the problem. He gave up the procedure and decided to perform open surgery later. The pt's condition after this occurrence was stable without problematic symptoms.

Manufacturer narrative:
(B)(4) - additional surgical procedure is not specifically listed in the instructions for use. (B)(4) - failure to advance is not specifically listed in the instructions for use. Event is still under investigation.